Manufacturer narrative:
Product event summary: the incoming test on the automated test console failed due to drain issues, the stated reason for return was confirmed. It was additionally noted that the device had not yet received the recommended battery shorting bar design update and the updated bar was installed. The device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator drained its battery more quickly than anticipated. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection observed contamination/damage on several board components. The device was assembled into a golden unit and run on the automated test console. The device failed for cross pacing atrial pace energy, during this test the device powered down and failed all subsequent tests. The device was then powered on with an external power supply. The current draw after power up was 153 milliamps, nominal current draw is approximately 70 milliamps. The voltage was measured on all power rails. One test point measured -4.1 volts, nominal voltage is approximately -5.0 volts. Conclusion: confirmed the reported event of excessive current draw. Failure caused by printed circuit board contamination and damage. If information is provided in the future, a supplemental report will be issued.